Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2023 during a robotic hysterectomy and ¿handle broke while being used to manipulate uterus¿. After further assessment it was found, "the white part of the handle broke, and they assist wasn't able to rotate the uterus back and forth because of it.". There was no device fragmentation. There was no impact or injury to the patient. The procedure was completed with a 5 minute delay. The patient was reported as ¿fine¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 96 reports, regarding 112 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium was being used on (B)(6) 2023 during a robotic hysterectomy and ¿handle broke while being used to manipulate uterus¿. After further assessment it was found, "the white part of the handle broke, and they assist wasn't able to rotate the uterus back and forth because of it.". There was no device fragmentation. There was no impact or injury to the patient. The procedure was completed with a 5 minute delay. The patient was reported as ¿fine¿. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.